Event description:
Patient with history of cystic fibrosis currently admitted with exacerbation receiving IV antibiotics. The patient's current PICC is complicated by fracture of an external component requiring replacement.

Event description:
Patient with history of cystic fibrosis currently admitted with exacerbation receiving IV antibiotics. The patient's current PICC is complicated by fracture of an external component requiring replacement. The dressing that we are using is the institution standard ---the sorbaview shield the site is cleansed with chg or betadine. The flushing syringe is a 10cc barreled syringe.